Event description:
It was reported that balloon rupture and shaft break occurred requiring additional intervention. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 23 atmospheres for 15 seconds, the balloon ruptured. When the device was removed, the shaft broke off inside the body at 3 inches from the distal tip. The detached piece was removed successfully with a snare and the procedure was completed with a non-boston scientific balloon. No patient complications were reported.